Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the atrial lead exhibited high threshold. The atrial lead was explanted and replaced on 20 april 2026. The patient had no consequences.